Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's husband is calling on behalf of the customer. The customer's expected fasting blood glucose test result range is 90 to 111 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of lo and lo. The product is stored according to specification. The test strip lot manufacturer's expiration date is 07/14/2018 and open vial date is 02/22/2016. The meter is new and there are no results in the memory. Adverse event not reported.